Event description:
It was reported to boston scientific corporation in 2007, that a pathfinder guidewire was used during an endoscopic retrograde cholangiopancreatography procedure in an adult female patient (age and weight unknown) on the same day. According to the complainant, during the procedure the pathfinder frayed as they were moving the wire through the autotome and up into the bile duct. Physician used a second wire and it worked successfully there were no patient complications reported as a result of this event, and the patient's condition was reported as fine following the procedure.

Manufacturer narrative:
Visual examination of the returned device confirmed that the guidewire tip was frayed. The damaged core wire was analyzed with scanning electron microscopy (sem), which revealed elongated dimple ruptures in a torsional direction. This observation indicated that the damage occurred as a result of a torsional overload during a bending moment (handling damage). A review of the device history record (DHR) for the pertinent lot revealed no anomalies.